Manufacturer narrative:
Additional information:evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Fu nctionally, the instrument was loaded with single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident.should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the patient has undergone chemotherapy or radiation treatments.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the manual stapling handle was being applied to the rectum. There was a problem loading the device. They felt it was a bit tight to load the stapler. The surgeon closed the stapler around the rectum and everything felt right. When firing the first reload, the staple line was incomplete and several staples were not formed to the perfect 'b'. It was not only at the distal end of the reload. The staples fell from the reload into the patient. In order to resolve the issue and complete the case, a new reload was used and did a new stapling of the rectum just below the first one. That stapling was performed perfectly. There was no patient harm. The patient outcome is alive, no injury.